Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that patient needs hyperbaric treatment prior to surgical procedure to remove/replace the implantable neurostimulator (ins) and leads. Caller indicated ins is not working and has not other information. Caller mentioned some issues patient was having (unrelated to ins) with foot (myelitis) and requires 2.5 ata as the best treatment for his condition method.